Manufacturer narrative:
The insulin pump did not have a battery when received. The device alarmed button error and had no button response. Peeled keypad overlay to make contact to clear alarm and perform the download. Device had button error alarm and no button response due to corroded keypad traces and moisture damage under the dome switches. Used tweezers to manually set the time date and programmed a bolus for historical purposes. The device was uploaded using carelink pro and the software. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test,prime test and excessive no delivery test due to no button response. Device had a scratched display window, cracked case at display window corner upper right corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.